Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The malfunction of the subject device was not reported. The subject device is done the 100% inspection. The author has not provided additional information about individual cases. Therefore, the exact cause of the reported event could not be conclusively determined. Omsc assumes that the cause of this event is not related to the malfunction of the device. It was known that the endo-therapy devices using high-frequency current in the digestive tract could lead to a perforation and/or uncontrollable bleeding. The instruction manual of the device has already warned as follows: this instrument has been designed to be used when the below conditions are met. In certain cases, the use of this instrument could lead to a perforation and/or uncontrollable bleeding, which may result in surgical operation. Keep this possibility in mind when using this instrument. This instrument has been designed for use by a physician. The operator of this instrument should become familiar with the clinical procedures by referring to video and other medical materials showing clinical cases and by receiving sufficient training in training facilities. This instrument should only be used when surgical operation is available as an emergency measure.

Event description:
On nov. 1, 2018, at the conference of the "japan digestive disease week 2018", it was reported as follows: article title: study on mucosal flap formation time in duodenal epithelial tumor esd summery: one hundred and two (102) cases of the duodenum esd were performed using the dualknife j. In these cases, three (3) postoperative-hemorrhage and six (6) postoperative-perforation "were occurred" as complication. The malfunction of the subject device was not reported. No further information was provided. This is the report regarding the occurring of the postoperative-"hemorrahage".